Event description:
It is reported that one patient was revised due to aseptic loosening of the burch-schneider. This patient had a paprosky score of iiib and defects of the posterior column.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00380.